Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level was 40-250 mg/dl. Back up insulin therapy was not available; customer declined tandem technical support follow-up regarding if back-up therapy was obtained.